Event description:
It was reported that the swan ganz catheter gave bad curves. Follow up with sales rep indicated that the pressure curves were from the pap line. There were no patient complications reported.

Manufacturer narrative:
Device not returned.